Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information provided notes x-ray showed potential externalized conductor proximal to the rv shock coil.

Event description:
It was reported that during dft testing, vf was triggered and after the detection, shocks were delivered but did not terminate the vf and external defib was used. Low impedance was noted. A high voltage continuity check was performed and the shocks were not properly delivered again. The rv lead was capped and replaced.